Event description:
The customer reported that the system connection failed and shut down without command. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.